Event description:
It was reported that during the use of the device for a non-clinical activity, the red light next to pump on the control panel came on and then the cooler heater unit stopped working. This issue occurred when the unit was being drained during cleaning. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the user facility. The customer repaired the unit at the hospital. The customer changed out the pressure switch. No parts are being returned to the manufacturer, suspect parts not available. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.